Event description:
It was reported to MFR that the vns pt was experiencing "problems with stomach bleeding, cholecystitis, stomachache, and pancreatitis since being implanted with vns therapy". The physician has opted to disable stimulation of the device. Initially the physician thought one of the pt's medications (zonegran) caused the pt to developed cholecystitis, which caused the pt's stomach pain. Additionally, it was reported that the pt experienced hematemesis, a gastrointestinal bleed, and pancreatitis. The pt has had several ultrasounds that were "subnormal, but always without any concrements/stones". The physician indicated the events may be "only coincidence in the time without any casual relationship, but the pt hasn't had any problems of this kind before the vns-implantation". Medication changes have been made and are continuing to be made as well as discontinuing vns therapy, and the pt will be monitored to determine if the events resolve after vns therapy was stopped.